Event description:
During an in-clinic follow-up, episodes of oversensing resulting in noise and inappropriate automatic mode switch were observed on the device. Device reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable with no consequences and will continue to be monitored.